Manufacturer narrative:
(B)(4). Concomitant medical products: g7 pps ltd acet shell 62h, 010000668; 6906549, echo por fmrl lat nc 13x145mm; 192113; 043840, g7 longevity neutral 36mm h; 20103608; 64473176. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced dislocation due to improper motion approximately 1 week post implantation. The patient's hip was reduced at ed without incident. Due diligence is in progress for this complaint; to date no additional on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. The root cause of the reported issue is attributed to the patient being non compliant during post op care of the hip. The investigation could not verify or identify any evidence of product contribution to the reported problem. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had a right total hip arthroplasty on approximately two years ago. Subsequently, 1 week post implantation, underwent a closed reduction after improper motion, causing dislocation. The patient was discharged home after having the hip reduced in the emergency department. All implants remain in place. Attempts have been made and no further information has been provided.